Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump alarmed lost sensor connecting to the glucose sensor simulator due to a faulty component on the mother board. After replacing the faulty component, the meter bg now alarm functioned properly. No unexpected meter bg now alarms were noted. The pump was received with a missing end cap sticker. The pump was received with cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm meter blood glucose now. Customer's blood glucose at time of incident was unknown. Customer stated that pump is not giving him 12 hours from meter blood glucose now alarm. Customer was offered pump replacement to be sent out and advised to keep monitoring.